Event description:
It was reported that pump experienced malfunction with malfunction alarm displayed. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from technical support, did not experience recurring malfunction, and was advised to continue using pump and to call back if malfunction happened again.